Event description:
I have ongoing auto immune symptoms that have been increasing over the past few years since I have mentor memory gel breast implants for 11 years. I have most of the bll symptoms and now includes hypothyroid. I have hardening and sharp pain more so in the left. I want these out before they cause more issues. I was told that I will have to pay out of pocket and so I am asking why? Will the FDA help me convince insurance that this is medically needed? I am a fit person with a healthy lifestyle, but now I am a completely struggling. FDA safety report ID # (B)(4).